Manufacturer narrative:
(B)(4). Event description continued: while using imaging, sleeve deflection was released by turning the m/l [medial lateral] knob and the a/p [anterior posterior] knob to the neutral position and guide deflection was released by turning the +/- knob in the minus position. Despite these precautions and careful movements, the clip got stuck on the tip of the sgc and could not be released. The physician decided to retract the sgc carefully out of the left atrium to right atrium. There was no septum damage noted with the echocardiogram. The mitraclip system was removed from the femoral vein without complications after wiring the femoral vein first to maintain vessel access. After removal from the anatomy, it was noted that the sgc was damaged. The sgc was in neutral position meaning that +/- knob must have slipped from minus position back to neutral. The second ts puncture was performed with more height above the valve. The procedure was completed without further incident with one mitraclip reducing the mr from grade 4 to less than 1. The femoral vein was closed surgically. There was no additional information provided. The customer reported the cds was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This mitraclip delivery system (cds) report is being filed for difficulty removing the cds from the steerable guide catheter (sgc) which has the potential to result in serious injury. It was reported that the transseptal(ts) puncture was done according to the hospital standard procedure with a puncture height of 3.5-4 cm above annulus with tethering from the anterior mitral leaflet in the patient with degenerative mr, flail and prolapse from the posterior leaflet (p2). The mitraclip systems were prepared according to the instructions for use (IFU). Functionality tests were done on both the sgc and cds. There were no abnormalities detected during device preparation. Insertion of both the sgc and cds were performed without incident. Steering towards the mitral valve was performed according to IFU. Unfortunately, the actual height above the valve turned out to be insufficient in order to perform a satisfactory grasp and ability to retract the dc [delivery catheter] far enough to immobilize the posterior prolapse leaflet. Unsuccessful attempts were made with the situational steering (a/p) knob to gain height. This was also due to the anatomy of the twisted heart of the patient. The decision was made to re-do the ts puncture. The clip was fully closed and locked. The gripper lever was turned outward and advanced. The dc fastener was released and a 2-3 cm separation was created to facilitate clip entry into the guide.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported clip becoming caught in the guide tip can include, but are not limited to, patient anatomy, user technique / procedural conditions (unintended curves on the device during advancement / removal), or manufacturing anomalies. A review of the device history record revealed no non-conformances from this lot. Additionally, a review of the complaint history found no other similar incidents of clip getting caught on the guide tip reported from this lot. With respect to the patient anatomy, user technique and/or procedural technique, the clip becoming caught in the guide tip may be influenced by the clip not being fully closed, curves on the device, or difficulties in visualizing the clip. Based on the information reviewed, the reported clip becoming caught in the guide tip was most likely associated with procedural conditions associated with the removal technique. Based on the information reviewed, there is no indication of a product deficiency.